Event description:
It was reported that during testing conducted at the manufacturer facility, the device trigger was sticking and catching when pushed down, a condition in which the device has the potential to run unintentionally. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of run-on was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, the trigger was found to be interfering with the safety bar, which can cause the trigger to catch, which can cause or contribute to the reported event. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the device trigger was sticking and catching when pushed down, a condition in which the device has the potential to run unintentionally. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.